Event description:
The device was returned to the service center for replacement of the lithium battery. This is not a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
During testing leakage was noted from the disposable batteries in the battery compartment and of the middle printed circuit board of the device. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.